Event description:
It was reported the patient experienced pain at the implant site as a result of weight loss. The patient was distressed about the pain and requested the ipg to be removed.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Evaluation results: as received, the ipg communicated and passed all tests on the autotest system. The ipg exhibited normal device characteristics.